Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The device was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit. The blower foam was degraded. Additionally, dust contamination was observed. The device recorded 5,762.2 machine hours. The error log contained 32 historical error codes, e024 (err_motor_speed_reverse), e055 (err_therapy_queue_full), e062 (err_stuck_ramp_key). Although the unit was functional and passed operational checks, it did not meet criteria for redistribution or recertification. The device was marked as scrap and discarded per local regulations.